Manufacturer narrative:
Manufacturer's investigation conclusion: the reported events of driveline disconnect, no external power, and power cable disconnect alarms on 30jun2024 were confirmed during review of the submitted log file. The controller event log file contained approximately 7 days of information (25jun2024 to 02jul2024 per timestamp). Between 12:59:38 and 13:05:45 on 30jun2024 while the controller was connected to battery power, intermittent abnormal power cable disconnect alarms were observed. These alarms did not appear to be related to a power source exchange, and activated due to the relative state of charge and/or voltage of the white power cable briefly dropping below the alarm threshold. The power cable disconnect alarms appeared to resolve on their own shortly after their activation. Shortly later at 13:08:08, a no external power alarm was observed; this alarm appeared to activate due to both the black and white power cables being simultaneously disconnected from external sources. The backup battery activated as intended and provided support to the system. The no external power alarm resolved at 13:08:51, when the white power cable was observed to be securely reconnected to battery power. At 13:11:39, driveline disconnect, pump off, and low flow alarms were observed. The driveline appeared to be reconnected to this controller at 13:11:42 and within a few seconds, the pump returned to a speed within the expected range. The heartmate 3 system controller (serial number: (B)(6) was not returned for evaluation. Multiple attempts were made to obtain additional details surrounding the event, but no response was received. The root cause of the driveline disconnect alarms and power cable disconnect alarms could not be conclusively determined through this analysis. The root cause of the no external power alarm was suspected to be user error in simultaneously disconnecting both of the controller¿s power cables. The device history records were reviewed and the records revealed the heartmate 3 system controller (serial number: (B)(6) was manufactured in accordance with manufacturing and qa specifications. Heartmate 3 instructions for use (rev. C) section 7 entitled ¿alarms and troubleshooting¿ and heartmate 3 patient handbook (rev. D) section 5 entitled ¿alarms and troubleshooting¿ addresses how to properly interpret and troubleshoot all system alarms, including power cable disconnect, driveline disconnect, and no external power alarms. Heartmate 3 patient handbook (rev. D) section 2 entitled ¿how your heart pump works¿ instructs users to regularly ensure that their driveline is connected and secured within the system controller, and to reconnect it immediately in the case that it becomes disconnected. Users are warned that the pump will stop running when the driveline is disconnected. Heartmate 3 patient handbook (rev. D) and heartmate 3 instructions for use (IFU) (rev. C) under section 3, entitled ¿powering the system¿, describes the various ways to power the heartmate 3 lvas. These sections explain how to properly switch between power sources. Heartmate 3 patient handbook (rev. D) and heartmate 3 instructions for use (IFU) (rev. C) caution users to call their hospital contacts if they think, for any reason, any portion of their equipment is not functioning as usual, is broken, or they are uncomfortable with the operation of the equipment. No further information was provided. The manufacturer is closing the file on this event.

Manufacturer narrative:
No further information was provided. A supplemental report will be submitted when the manufacturer¿s investigation is completed.

Event description:
It was reported that the customer requested further review of log files to determine any events that may pertain to driveline disconnect. During initial evaluation of the log files, it appeared that the patient may not have connected to the power module/mobile power unit (mpu) overnight. Review of the submitted log files also showed that there were some strings of power cable disconnect events while connected to battery power on 30jun2024 at 12:59:33. Following the power cable disconnect events, there appeared to be intentional power cable disconnect events followed by reconnection. On 30jun2024 at 13:08:08, the log file data indicated that both power leads were disconnected, which activated a no external power alarm. The emergency backup battery (ebb) was used while the power leads were disconnected. External battery power was restored on 30jun2024 at 13:09:36. On 30jun2024 at 13:11:39, a driveline disconnect was recorded. The heartmate 3 left ventricular assist device (lvad) pump was off during this time. The driveline was reconnected at 13:11:45 and the lvad pump speed ramped back up to 5200 revolutions per minute (rpms).